Manufacturer narrative:
The complaint investigation for falsely elevated alinity I stat high sensitive troponin-I results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review, and labeling review. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue. A ticket search by lot indicates that the reagent lot is performing as expected for this product. A review of the complaint trending report did not identify any trends for the issue for the product. A review of the device history record did not identify any non-conformances or deviations with the lot number 54624ud00 and complaint issue. The overall performance of the alinity I stat high sensitive troponin-I assay was reviewed using field data from customers worldwide. The median patient result for lot 54624ud00 is within the established limits and comparable with historical lots in the field. A review of labeling was performed and found to sufficiently address the customer's issue. Based on this investigation, no systemic issue or deficiency with the alinity I stat high sensitive troponin-I, reagent lot 54624ud00 was identified.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results for an 89-year-old male patient. The customer stated the results were inconsistent with the patient¿s clinical picture. The following data was provided: customer¿s normal reference range: 0 to 50 pg/ml. (B)(6) 2023 sid (B)(6) initial result = 78.0 pg/ml. Repeat results = 61.2 pg/ml, 52.7 pg/ml, 55.59 pg/ml . No impact to patient management was reported.

Manufacturer narrative:
Section a1 - patient identifier: complete sid is (B)(6). This report is being filed on an international product, alinity I stat high sensitive troponin-I, list number 08p13-34, that has a similar product distributed in the us, list number 04z21. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results for an (B)(6) year-old male patient. The customer stated the results were inconsistent with the patient¿s clinical picture. The following data was provided: customer¿s normal reference range: 0 to 50 pg/ml (B)(6) 2023. Sid (B)(6). Initial result = 78.0 pg/ml. Repeat results = 61.2 pg/ml, 52.7 pg/ml, 55.59 pg/ml. No impact to patient management was reported.